Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the instrument channel of the colonovideoscope was not working and the forceps was unable to be inserted. There were no reports of patient harm or injury.